Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi); however, the failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of prograsp forceps broke off and the instrument could not be moved. The instrument could not get through the trocar in its entirety. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. Grasping was being performed when the device fragment fell inside the patient. The cables snapped, which was the reason the surgeon believed caused the instrument to break and caused the fragment falling issue. It was unknown how long the instrument was in use prior to the issue. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure before the cables snapped. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment(s) did not fall inside the patient during an instrument tip / accessory collision. The instrument was not removed during the procedure (prior to the breakage). The broken instrument had to be removed with the cannula in a whole. Upon final removal of the instrument, the wrist was straightened. The instrument and the cannula were removed as a whole. The surgical staff feet resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The surgical staff noticed that the instrument was completely demolished after the event occurred. The fragment(s) were retrieved by another grasping device. All the fragments were retrieved, and it was visually confirmed by the surgeon. No additional surgical procedure was required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. It was unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The reason the instrument and cannula were removed together was that the wrist could not be straightened due to physical damage (e.g., broken main tube). It was unknown if the port incision increased in order to remove the instrument and cannula together.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to grip cables broken at the force amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.